Manufacturer narrative:
Uf/importer report number #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a tracheotomy, due to inability to obtain airway, the doctor was using a bovie and the patient had subcutaneous tissue burned.